Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the instrument. Upon impacting femoral head, the white impactor head split. The white part was thrown away by hospital staff. All pieces were accounted for. There is no report or indication that device pieces fell into the surgical site. There was no delay to the case and no adverse effects to the patient. Rep unsure the exact date of surgery just remembers it was on a thursday. The device was returned. The rep was present at the time of surgery. Additional attempts were made to request additional information from the rep, but no responses were received.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Design-related issues: the design of the m-series 12/14 femoral head impactor has been in the field since 2000. Exactech is aware of 3 similar complaint reports involving this device since 2008. Because the m-sries 12/14 femoral head impactor is used in total hip surgeries, sales data for 12/14 femoral heads was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot, which has been in the field since 2009. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this m-series 12/14 femoral head impactor, 750-1997-032-rmr-instruments rev a, was reviewed. The risk is captured in line 11. However, the mitigation in this line is not appropriate for this reported failure. Therefore, this rmr will be updated. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The broken device reported was likely the result of years of normal use and subsequent sterilization cycles, which led to crack initiation, propagation, and ultimate fracture of the radel tip. IFU 700-096-181: instrument inspection: visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event.